Event description:
During insertion of PICC line a small fragment of the guidewire sheared during one of the attempts leaving behind a small segment of the wire in the sc tissue, outside of the vasculature. Fb should be inert, left in pt.